Manufacturer narrative:
Updated data: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, due to the under expansion of the first valve, a procedural delay of 10 minutes resulted. The aortic regurgitation was clarified to be paravalvular leak (pvl).

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the evolut fx+ 26 millimeter (mm), the patient presented with heavily calcified aortic valve leaflets. Due to this, predilatation was performed with a 20 mm non-medtronic balloon (vacs iii). The first valve was loaded and confirmed to be properly loaded via fluoroscopic inspection. During deployment using the cusp overlap view, the first valve appeared underexpanded and a possible valve infold was observed. The decision was made to retrieve the first valve. A second valve was then loaded and confirmed with fluoroscopy, followed by another predilatation using a 21 millimeter (mm) non-medtronic balloon (true dilation nc). The second valve was also noted to be underexpanded. The valve was deployed and post dilatation was performed with the same 21 mm non-medtronic balloon. The final result was trace aortic regurgitation. The implant depth was reported as 0 mm at the noncoronary cusp and 2-3 mm at the left coronary cusp. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot number 0013039595; product type: heart valves; implant date na; explant date na; product ID: l-evolutfx-2329; product lot number 0013063623; product type: heart valves; implant date na; explant date na; product ID: evfxplus-26; product serial number: (B)(6); product type: heart valves; implant date na ; explant date na; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.